Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
Customer reported via phone call that they were experiencing high blood glucose level and low blood glucose level. The high blood glucose level of customer was 411 mg/dl. Customer was having low blood glucose level before high blood glucose level. Customer forgot to do a bolus for the food. Current blood glucose level of customer was 400 mg/dl. Customer was using the insulin pump system within 48 hours of reported high blood glucose event. Customer was treated with insulin pump and food for high blood glucose level and low blood glucose level respectively. Troubleshooting was performed. The insulin pump will not be returned for analysis.